Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a lump and experienced discomfort at the ipg pocket which led to muscle spasms at the site. Subsequently, the ipg was explanted to address the issue.